Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. Event date: unk. Implant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device MFR date: unk. (B)(4).

Event description:
Reportedly, the patient is suffering from diplopia in the right (od) eye and lens dislocation. The lens remains implanted. This is a spherical 12.6mm icl, -12.0 diopter lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Describe event or problem-please disregard previous describe event or problem statement. Additional patient code added, 3191: no code available (pigment dispersion, lens explant, secondary surgery). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a 12.6mm vicmo12.6 implantable collamer lens, diopter -13.0 was implanted into the patient's left (od) eye. On (B)(6) 2018 the lens was explanted, the surgeon noting pigment dispersion and lens dislocation which caused diplopia. The cause of the event is reported as a patient-related factor. The problem was resolved with the lens explant.